Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) old male who presented with an ruptured aneurysm on the middle cerebral artery (m2). The aneurysm was coiled on (B)(6) 2014, a CT scan revealed a new hypodensity in the right frontal white matter which likely represents a new infarct. No evidence of hydrocephalus or hemorrhage were demonstrated. Pt was placed on decadron 4 mg IV every 6 hours. Upon discharge on (B)(6) 2014, the pt was alert and oriented to person, place, and time. The transcranial dopplers were within normal limits. No cranial nerve deficit. The pt exhibit normal muscle tone and coordination is normal. The new infarct was reported as serious adverse event which required subject hospitalization or prolongation of existing hospitalization.